Manufacturer narrative:
Product complaint # (B)(4). Batch # r59t4t. Investigation summary: the analysis found that one plee60a device was returned with no apparent damage with a gst60g cartridge loaded in the device. Additionally, the reload was received partially fired 1/3. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # r59t4t. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, unknown firing, with a green reload, seam guard buttressing material, the stapler fired but staples only formed on the distal/removal side of the firing, whereas on the proximal/sleeve side, the staples didn't form. A second like stapler with a second like green reload, seam guard buttressing material was used to complete the procedure. There were no patient consequences reported.